Manufacturer narrative:
Hamilton medical ag comes to the conclusion: root cause: blower defective. Correction: replaced defective component. Hamilton medical ag complaint number: (B)(4). Follow-up 1 - corrected information: **UDI related data quality updates only** field d4 was updated with full UDI information.

Event description:
The following was reported to hamilton medical ag: summary:the device show the tf 231009, we solve the issue changing the blower but with the new blower we have a problem on the fio2: if we set the fio2 to 50% the reading was 41%. If we set 99% the reading was 80%. This issue was solved changing again the blower.

Event description:
The following was reported to hamilton medical ag: summary:the device show the tf 231009, we solve the issue changing the blower but with the new blower we have a problem on the fio2: if we set the fio2 to 50% the reading was 41%. If we set 99% the reading was 80%. This issue was solved changing again the blower.

Manufacturer narrative:
Hamilton medical ag comes to the conclusion: root cause: blower defective. Correction: replaced defective component.